Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va23ajc implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the ins and lead will be returned for testing, analysis, and warranty review. Lead and ins were removed on (B)(6) 2020 due to infection and exposed neurostimulator which was first evaluated on 12/01/2020. Per caller per clinical notes, on (B)(6) 2020, there was drainage and debridement done near the area of the lead. Patient would like ins returned to him after analysis.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant devices (s) are continuation of d10: product ID 3889-28 lot# va23ajc implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed h10 : device code a0104 is no longer apply to this event so review of this , additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 (place in h10 of medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the explant report showed the infection exposed the sacral nerve stimulator lead and the generator and lead were completely explanted. It was noted the patient had a history of fecal incontinence, had excellent functional response from the stimulator, however presented to the office with an abscess at the top of the sacrum that was initially treated by local incision and drainage and antibiotics. It seemed to resolve, but the patient re-presented with an exposed lead where the lead crosses the midline. The patient was having increasing pain in the perianal area shooting down the legs and it was recommended that the patient have an explant. At explant there was purulent fluid coming from the opening in the skin. There were no complications with the explant procedure, (B)(6) 2020. It was noted the product was returned for warranty determination.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the stim functioned okay with insignificant anomalies. Analysis of the lead (l/n: va23ajc) noted fluid consistent with body fluids in the lead. Each conductor was individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.